Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed as the evaluation of the received ar-8943-15 with batch 012445 revealed that the instrument's needle was detached at the weld (see evaluation picture 2). No functional test was performed for the instrument due to the damage. The most likely cause is misuse due to user error of using excessive force to pry and leverage the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle joint surgery the device broke at the weld seam. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.